Event description:
The medical center reported that the temperature probe is not providing an accurate reading. The baby's temperature was showing 99 degrees but when a thermometer was used the temperature was much higher. Another probe, same part number, was used and the temperature was correct.

Manufacturer narrative:
Describe event or problem: the medical center reported that the temperature probe is not providing an accurate reading. The baby's temperature was showing 99 degrees but when a thermometer was used the temperature was much higher. Another probe, same part number, was used and the temperature was correct. Deroyal: the reported sample has not been returned to deroyal at this time. The investigation into the root cause is in process.